Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the reason for the call was that yesterday around 12pm or 1pm, the caller stated they increased their parent's stimulation. The patient told them around midnight they had to constantly urinate when they were lying down. When they sat up they did not have to go. They were constantly urinating when lying down. The caller said it would stop for a few minutes, and then would continue. They wanted to know if their changing the settings caused this. When asked what program they were on, they said they thought "3." When asked what they increased the stimulation to, they said they thought 1.2 volts or 1.3 volts. When asked what the setting was before they increased it, they did not know. They were told by the manufacturer help line to make sure the stimulation was comfortable, and that if it was too high, it could cause return of symptoms. They were also told this was a medical question on what was causing the symptoms. The caller was going to see if they could switch the program and get results.